Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hyperglycemia with blood glucose (bg) levels of 304 mg/dl following occlusion alerts during meal announcements. The user managed bg without hospitalization or medical intervention and no symptoms were reported. No long-term health effects have been reported.